Event description:
The user facility reported that water was leaking from their reliance synergy washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found debris in the drying valve housing. The debris that was in the drying valve housing allowed the water to bypass the drying piston valve and go into the drying hose subsequently allowing water to leak. The technician replaced the drying piston valve as a proactive approach and replaced the control board due to the water damage.